Manufacturer narrative:
(B)(4). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cope mandril wire guide was used to implant a biventricular implantable cardioverter defibrillator (ICD). The doctor obtained access through micropuncture needle and inserted the wire guide. Upon its removal, the wire was observed to be broken. The wire fragment remained in the vein and knotted. As reported, resistance was not felt during insertion and it is unknown if the fragment was retrieved from the vein. The procedure was completed successfully and the outcome was said to be positive. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There are adequate controls to ensure that the device was manufactured to specifications. A caution label affixed to the wire guide protective shipping tube pictorially cautions against the reverse process of withdrawing the wire guide through the needle, as damage may occur. A review of the device history record shows one relevant nonconformance in which one device was scrapped for a broken wire. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no returned product and the results of our investigation, it is possible that the cause could be traced to the user. It is possible that the wire guide was withdrawn through a needle. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Correction: this report is being submitted retrospectively per FDA request. The information in this report was previously submitted on 27nov2018 on a report with an incorrect follow up # 2. Therefore, this report is being submitted as a correction follow up # 1. Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There are adequate controls to ensure that the device was manufactured to specifications. A caution label affixed to the wire guide protective shipping tube pictorially cautions against the reverse process of withdrawing the wire guide through the needle, as damage may occur. A review of the device history record shows one relevant nonconformance in which one device was scrapped for a broken wire. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no returned product and the results of our investigation, it is possible that the cause could be traced to the user. It is possible that the wire guide was withdrawn through a needle. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.